Event description:
The manufacturer received information alleging a ventilator's display was inverted. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display interface board needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's software needs reloaded to address the issue.